Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that due to difficult access during a radiofrequency ablation of varicose veins, the physician used a micropuncture kit. Following insertion of the sheath over the wire, the physician encountered difficulty removing the wire. After removal, the wire was examined and was noted to have unraveled. No parts of the device remained inside the patient.